Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not displaying system parameters was unable to be confirmed. No images were submitted by the account and the system monitor was not returned for evaluation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported event could not be conclusively determined through this analysis. The device is included in the system monitor atypical screen behavior advisory issued by abbott. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. Heartmate 3 instructions for use (IFU) (rev. C) section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate system monitor IFU (rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 IFU (rev. C) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Event description:
It was reported that the pump parameters were not displaying on the system monitor. The patient was connected to the system monitor, but the monitor was not registering that the left ventricular assist device (lvad) was connected, and the clinician was unable to complete interrogation.